Manufacturer narrative:
The insulin pump was received with the following physical damage: missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. Trouble shooting was performed and notice the plastic ring around the reservoir chamber had chipped. The reservoir will not stay locked in the device. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump was returned for analysis.